Event description:
A male pt underwent aaa repair in 2007. The pt received a zenith main body graft as well as two zenith iliac legs. The procedure was conducted without reported incident. In, the pt underwent tla in the aneurysm sac to treat a type ii endoleak. Six month later, the pt was admitted with severe back pain. A CT revealed aneurysm growth with no signs of endoleak. The physician defined this as "endotension" and believed this was the reason for sac growth. All but the suprarenal stent and proximal sealing stent were explanted. The pt underwent open repair where the new endograft was sewn into the remaining portions of the zenith devices. The pt survived the procedure.

Manufacturer narrative:
Evaluation: still under investigation.